Event description:
The customer stated the surgeon reported 4 cases of phototoxicity with loss of vision after using the system during surgery. The events did not occur consecutively and the surgeries were on different days. Multiple attempts were made for more information on the events and patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and the system met all product specifications. The root cause of the patient events cannot be determined in this investigation.